Event description:
It was reported that the numbers on the insulin pump were scrolling and the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 97 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.